Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive on the lower portion of the screen. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the v60 was removed from service. The customer reported to the remote service engineer (rse) that the touchscreen was unresponsive on the lower portion of the screen. The rse informed the customer that the latest version of the service manual is version r and advised the customer to complete touchscreen calibration. The customer confirmed that the touchscreen responded correctly after completing the calibration. The device passed required performance verification tests per philips standard and was returned to service.